Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. During the evening on (B)(6) 2022, upon sensor pod removal, the portion of the sensor wire on the pod was shorter than expected. A portion remained in the skin. The parent took the patient to the clinic emergency room where the doctor was unable to remove the wire and explained there was no significant consequence for a retained wire. The following day the doctor performed a diagnostic ultrasound which confirmed a 7 mm portion of the broken wire remained in the skin and was parallel to the skin surface at a depth of 4 mm. The patient had no pain or discomfort, and there was no sign of infection in the area. The product was evaluated. An external visual inspection was performed and failed. The sensor wire was confirmed to be broken and measured 0.730 inches. The allegation was confirmed. The probable cause was unable to be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6)2022. It was reported that the parent took the patient to the clinic emergency room where the medical doctor gave the patient local anesthetic and made a small incision to remove the wire. The doctor was unable to remove the wire and explained there was no significant consequence for a retained wire. The following day the healthcare personnel preformed a diagnostic ultrasound which confirmed a 7 mm portion of the broken wire remained in the skin and was parallel to the skin surface at a depth of 4 mm. On (B)(6)2022, only a small incision mark was visible. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor was received and a device investigation was performed. An external visual inspection of the complaint sensor was performed and failed due to an observed broken sensor wire. The complaint of a broken sensor wire was confirmed due to a returned wire measurement which was less than specification, where the deficit in wire measurement matched the length of wire reported to be retained with the user. Scanning electron microscope (sem) images of the returned portion of wire were taken and indicated that sensor dimensions were within normal manufacturing range. The probable cause was likely due to significant bend fatigue of the sensor wire metal under a repetitive or cycling stress/load. No additional patient or event information is available.